Event description:
It was reported patient¿s pocket had eroded and device was visible. Any infection was non-systemic. The device and competitor leads were explanted without complications. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes several days later on (B)(6) 2019, a new system was implanted on the contralateral side. The patient was stable after the procedure.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.